Event description:
It was reported the device was used in an unknown procedure. The device jammed when it was fired. Another device was used to complete the case. There was no consequence to the patient.